Event description:
It was reported that the device was implanted and explanted in 2007, due to an unk reason. Follow up with the surgeon indicated that the device was replaced with another MFR's porcine valve. It was additionally reported that it is unk if the device is available for return.

Manufacturer narrative:
Device not returned.